Event description:
Same case as MFR#: 2134265-2010-04405, 2134265-2010-04406. (B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2005, the proximal left anterior descending artery was treated with a 2.75x28mm taxus express2 stent. Residual stenosis was less than or equal to 30%. The obtuse marginal was assessed as a type e bifurcation lesion and was treated via provisional t-stenting. The side branch was treated with a 2.25x24mm taxus express2 stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. A staged procedure was planned due to the patient's renal insufficiency and age. The patient was discharged 1 day later on asa and clopidogrel and others. At 3 months later, the patient underwent the staged procedure. The distal right coronary artery was assessed as a type a bifurcation lesion and was treated via provisional t-stenting. The main vessel was treated with a 2.75x16mm taxus liberte stent. Residual stenosis in both the main and side branch was less than or equal to 30%. In april 2010 the patient expired. Cause of death is unknown, however, the site reported the term "cardiac". Additional information has bee requested and is not available.

Event description:
Per the clinic, the patient experienced a 'static noise' with use of the device. The results of an integrity test (B) (6) 2010 indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).